Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump without further problems.